Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported issue suggests that there are flow issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of flow rate variations was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no issues as the roller clamp regulated the flow correctly. The root cause of the customer¿s report of the flow rate variation was due to a saturation on the filter of the drip chamber. Black particulates were identified within the filter of the drip chamber. The cause of the saturation on the filter of the drip chamber is unknown.

Event description:
The reported issue suggests that there are flow issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.